Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that the pledget was unraveled when she pulled out the product. She was pretty sure it was all out. She said the removal of the tampon was like a big long fluffy string that broke into strips.